Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) for a clinical study reported a possible partial return of symptoms. Factors that may have led or contributed to the issue was a battery depletion. The battery depletion was normal because the ins was implanted a few years ago and stimulation was quite high. Actions/interventions taken to resolve the issue was a battery replacement on (B)(6) 2018; new programming and botox was done. The outcome was reported as ongoing. Relevant medical history includes idiopathic urinary incontinence since 2000. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant medical product: product ID: 309328, lot# 0209017473, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the patient had partial loss of efficacy; reappearance of urge urinary incontinence ¿if too long period.¿ there was a degradation of quality of life and psychic impact. It was unknown what led to the event or how the issue was identified. No diagnostics or troubleshooting was performed. Reprogrammed was planned for (B)(6) 2015. The event was ongoing. The investigator assessed the event as not serious, related to stimulation and not related to the procedure. No surgical intervention was performed or planned. Relevant medical history includes idiopathic functional urinary incontinence since 2000. Additional information received from an hcp for a clinical study, via a manufacturing representative, reported reprogramming was performed on (B)(6)2015 and injection of botox intravesical planned on (B)(6) 2016. Additional information received reported that the intravesical botox on (B)(6) 2016 was refused by the patient and a new surgery was planned on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider of a clinical study via a manufacturer representative reporting the outcome as resolved on (B)(6) 2016.